Event description:
It was reported by repair work order that the unit leans to the patient right due to bent lift tubes. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.